Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found in good conditions, however during the second visual inspection, reddish material and a hole were observed in the pebax. A manufacturing record evaluation was performed for the finished device 30088187l number, and no internal actions was found during the review. The customer complaint can be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that there was foreign material inside the pebax with external damage. Initially it was reported that before ablation when the catheter was pulled out to untwist the cable of the catheter, blood was accumulated in the spring part. There were no error messages and the generator was on power control mode. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of foreign material inside the pebax with no external damage was assessed as a not reportable issue. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material travels into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On june 19, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and it was reported that there were no visual damage or anomalies were observed. Additional testing was completed on june 26, 2019 and it was found that there was a hole on pebax and reddish-brown material inside. The issue of foreign material in the pebax with external damage was assessed as a reportable issue.